Event description:
It was reported that patient had drainage from midline incision and developed fever. Symptoms of redness and warmth at midline incision was noted. An MRI was taken and no evidence of deep infection. The patient was treated with antibiotics and reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 541658.

Event description:
It was reported that patient had drainage from midline incision and developed fever. Symptoms of redness and warmth at midline incision was noted. An MRI was taken and no evidence of deep infection. The patient was treated with bactrim & keflex and was doing well. Additional information was received that patients pocket site became sore and warm. Patient was immunocompromised due to other medical treatments. The patient underwent an ipg and leads explant procedure. All explanted components were discarded per facility policy.